Event description:
It was reported that patient underwent an left total elbow arthroplasty on (B)(6) 2009. Subsequently, revision procedures occurred on (B)(6) 2010 and (B)(6) 2011 due to unknown reasons. The ulna components and condyle kits were removed and replaced in both revision surgeries.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015- 01444 and 01445).